Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter.

Event description:
Information was received from a healthcare provider via a clinical study regarding a patient receiving fentanyl, bupivacaine, and morphine at concentrations of 555.6 mcg/ml, 5.6 mg/ml, 10 mg/ml and doses of 99.84 mcg/day, 1.0063 mg/day, 1.797 mg/day respectively via an implanted pump. The indication for use was non-malignant pain. It was reported the patient was having more pain and headaches. The patient had fentanyl and bupivacaine added to the pump but did not improve the patient's pain control. The patient stated they initially were able to feel the bolus but have not felt the bolus for several months. The patient reported pain recurrence on (B)(6) 2016. On (B)(6) 2016 the patient had a catheter access port (cap) contrast study and it was found that the catheter dislodged. It was indicated the issue was related to the device or therapy. No actions were taken and the event is currently on-going.

Event description:
Additional information was received. It was reported the patient underwent revision surgery for the synchromed pain pump and the intrathecal catheter on (B)(6) 2016. The catheter was revised, while the pump was repositioned. The event resulted in an emergency room visit and an unscheduled office/clinic visit. The event resolved without sequelae on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.